Event description:
The device (forceps mcen27-2 pediatric backbiter) was returned to mxi for service and repair. It was reported that the instrument was not working properly.

Manufacturer narrative:
(B)(4). Analysis of the device (forceps mcen27-2 pediatric backbiter) confirmed that the metal piece broke off. It was determined that the cause for the break was physical damage. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.